Manufacturer narrative:
Determination of root cause: assessment: during phone support, the territory manager assisted the site in rebooting the system. This was successful and the site was able to continue and complete the procedure. Log file review of this system confirmed the 'secondary energy out of range' and the system responded by interrupting the treatment at 83%. Both treatments before and after this event showed no energy issues, indicating that the reboot of the system was appropriate to address the issue. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4) (B) (4).

Event description:
Adverse event: interrupted procedure. Malfunction: energy too high, laser stopped. An ophthalmic technician reports a high energy message during surgery. The procedure was 83% complete when the laser stopped firing. The territory manager was contacted and provided assistance via phone. The technician was instructed to reboot the system and continue. The procedure was then completed. During a follow up conversation with the technician, she stated the surgeon doesn't have any impact concerns for this patient. Postoperatively, the patient doesn't show a decrease in bcva and is seeing between 20/25 to 20/20 uncorrected at the most recent postop exam.